Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to verify audio beep anomaly due to blank display. Unit received with corroded motor home switch. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call, that the customer's insulin pump had a blank display, and a constant tone. It was also reported that the insulin pump was exposed to fluid. Customer's blood glucose level at the time 200 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.